Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01019 for the leveen needle electrode and 3005099803-2012-01020 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, the patient had a 45mm liver tumor. During the procedure, after 45 minutes of heating the leveen needle electrode, roll off (complete ablation) was not achieved. There were no visible issues with the electrode. The electrode was removed from the patient, and the procedure was successfully completed using the same rf 3000 radiofrequency generator and a second leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of insufficient roll off. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01019 for the leveen needle electrode and 3005099803-2012-01020 for the rf 3000 radiofrequency generator. It was reported to boston scientific corporation that a leveen needle electrode and a rf 3000 radiofrequency generator were used during a liver radiofrequency ablation procedure performed on (B)(6), 2012. According to the complainant, the patient had a 45mm liver tumor. During the procedure, after 45 minutes of heating the leveen needle electrode, roll off (complete ablation) was not achieved. There were no visible issues with the electrode. The electrode was removed from the patient, and the procedure was successfully completed using the same rf 3000 radiofrequency generator and a second leveen needle electrode. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device was performed which identified that a small portion of the distal tip was charred. A functional evaluation was performed, and found that the array could be extended and retracted without difficulty. An electrical evaluation was performed by measuring the resistance between the electrode and a corresponding tine. The resistance was measured to be 0.60 ohms which is within specification. Based on the evaluation performed, a root cause for the insufficient roll-off could not be determined. A review of the device history record (DHR) was performed, which confirmed that the device met all manufacturing specifications. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot.